Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the male luer broke while in use on a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer broke was confirmed. Visual inspection found the male luer to be deformed at the top surface of the tip on the male luer. Further inspection under magnification observed no whitish colored scratches or stress markings around the deformed area. Functional testing was not performed as the male luer was received damaged. The root cause was identified as a manufacturing issue.